Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was attempted to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, air leaks out of the balloon when pressure is applied. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should be filled with liquid. However, the customer reported that air leaks out of the balloon when pressure is applied. This event has been deemed a reportable event based on the investigation finding of a balloon longitudinal tear. Please see block h11 for full investigation details.

Manufacturer narrative:
Block h6: device code a0414 captures the reportable investigation result of a balloon torn longitudinally. Block h11: investigation results: the returned hurricane rx dilatation balloon was analyzed, and a visual inspection found the balloon was longitudinally torn, which produced a leak. No other problems with the device were noted. The results of the analysis performed on the returned device found that the balloon was longitudinally torn, which produced a leak. The longitudinal tear found is likely to have occurred due to factors encountered during the procedure, it can be due to excess pressure. These factors and interactions could influence the damage found in the balloon. Also, it is possible that interaction with any kind of sharp surface during or previous to the procedure could create friction on the balloon, causing the problem of longitudinal tear during the procedure. The investigation findings and all information available conclude the most probable root cause is an adverse event related to procedure. A labeling review was performed, and from the information available, this device was not used per the instructions for use (IFU)/product label. The complainant reported that the balloon was being inflated with air, however, the IFU states: warnings do not use air or any gaseous substances as a balloon inflation medium.